Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Sound sometimes disappears, but it can also return when manipulating the jaw or pushing behind the ear. Conversely, sound can also be lost this way.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Sound sometimes disappears, but it can also return when manipulating the jaw or pushing behind the ear. Conversely, sound can also be lost this way. The user has been reimplanted.

Event description:
Sound sometimes disappears, but it can also return when manipulating the jaw or pushing behind the ear. Conversely, sound can also be lost this way.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Further testing is planned but no date has been scheduled yet.